Event description:
A femoral inferior vena cava (ivc) filter was deployed upside down in the left iliac vein. It appears that a jugular filter was packaged in the femoral filter package. This required an interventional radiology procedure to remove. They did a venogram in interventional radiology and then transcatheter removal from the iliac vein. It was removed four days later and sent to pathology. An additional procedure was also required to replace with a new ivc filter. The patient is stable with plans to discharge to an acute rehab facility.